Manufacturer narrative:
The calibration index data from the axsym analyzer in 2007 was 7.87, 8.56, 9.16, 9.25, and 9.93. Controls tested on the following month, were within package insert ranges with the negative control at 1.1 s/n and the positive control at 15.6 s/n. Axsym hbsag reagent lot# 51823lu00 and bulk solution 1 (mup) lot # 40220m200 were used. The mup was placed on the analyzer on three weeks earlier. The customer was instructed to perform tubing decontamination, maintenance, replace the mup, perform an assay calibration with controls and repeat the sample. Following the maintenance and mup replacement, the calibration index and controls were in range and as expected. The retested pt results were not available. A service history review of axsym analyzer indicates that the customer has had similar issues for inconsistent and/or discrepant results over the time period of 2006 through 2007. These complaints were resolved with customer support instructing the operator to follow the operations manual and package insert instructions regarding maintenance and mup replacement. This issue is addressed in the axsym system operation manual (ln# 9a26), section 10, troubleshooting and diagnostics, observed problems, results erratic, discrepant, and/or experiencing imprecision. Multiple probable causes and corrective actions are listed for an inconsistent result. The probable causes listed include tubing decontamination, sample not loaded correctly, sample integrity, meia optics performance, bubbles in the fluidics system, malfunction of the sampling and processing syringe, valve, probe and probe link tubing assemblies and bulk solutions 1 and 3 dispensing improperly. Corrective actions are listed in the operations manual, which also refers the operator to the assay-specific package insert for processing samples. Section 10, observed problems, controls out of range and test results too low, provides instructions to resolve the issue, including verifying dispense, optics and reagent/bulk solution integrity. Section 5, operating instructions, inventory and loading consumables, provide adequate instruction for loading mup (bulk solutions) and updating inventory status. Section 9, service and maintenance, daily, weekly, monthly and add'l maintenance provides adequate instructions for the operator to verify instrument performance. In the axsym hbsag (v2) package insert. Handling precautions, states to not use the solution 1 (mup) beyond the expiration date or a maximum of 14 days on board the axsym system. After the 14 days the mup solution must be discarded. Inadequate adherence to the package insert instructions may result in erroneous results. The customer is not following the package insert instructions to replace the mup after 14 days of use and maintenance is not being performed as directed by the operations manual. There is sufficient labeling in the axsym operations manual and package insert to prevent the issue. The investigation demonstrated that the abbott axsym system is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.

Event description:
The customer states that one pt sample generated non-reactive s/n results of 1.71 and 1.65 with the axsym hbsag assay (lot 51823lu00). The same sample generated a weak reactive result with the architect hbsag assay at another facility. Controls have been within specifications. There is no impact to pt management reported.